Event description:
Caller reported an error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions on how to reset their pump, advising them to perform the reset at their convenience and to follow up if the issue continued.